Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via email that for an ar-4068-45r, suturelasso¿ sd, 45° curve right, the lasso loop was unable to thread through. They used the 2nd lasso loop but was still unable to loop through. This was detected during use in a right shoulder slap and rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as they opened and used a 2nd disposable lasso.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.